Manufacturer narrative:
On august 5, 2020, the mentor failure analysis lab received the device for evaluation. On august 21, 2020, mentor completed evaluation of the device. Device evaluation summary: during a visual inspection, the device was found to be ruptured. Additionally, an anomaly was observed in the edges of the tear consistent with shell abrasion. The evaluation determined that the loss of shell integrity is consistent with a rupture caused by wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, breast implants may also wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 23, 2020, mentor became aware of the following additional information: updated date of event: (B)(6) 2020. Patient's race: caucasian. Age at the time of event: 51 years old. Date of explantation: (B)(6) 2020. Relevant fields have been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary augmentation revision with mentor memorygel breast implant 325cc and experienced bilateral ruptures post-operatively, which were confirmed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side device.